Event description:
This is filed to report endocarditis.it was reported that on jan. 30, 2023, a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip procedure was performed, and three clips were implanted. There were no issues with procedure and the patient went home stable. At the two week follow-up on feb. 13, 2023, the patient's status was good. The patient missed their 30 day follow up transesophageal echocardiogram (tee) appointment. On march 20, 2023, the patient returned to the hospital not feeling well with worsened mr at grade 4+. The patient's symptoms were unknown. A transesophageal echocardiogram (tee) revealed endocarditis on the valve from the clips. The patient was transferred for emergent surgery. The patient was medicated and intubated for surgery, but coded prior to the procedure and passed away. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information and without the device to analyze, the reported endocarditis, mr, cardiac arrest and death could not be determined. The reported effect of endocarditis, mr, cardiac arrest, and death are listed in the instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization, medication & surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The mitraclips reference in b5 are filed in separate medwatch reports.